Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 16cm distal to the is-1 connector pin and fragmented into 4 segments. A medial fragment (approx. 24cm length) including the svc shock coil was not returned. An extraction aid was found in the lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragments were visually analyzed. The visual inspection revealed calcified tissue residuals from the rv shock coil to the fixation helix, which had impact on the maneuverability of the lead and led to excessive mechanical stress. Calcification is known to cause high shock impedances, which can be assumed to be the root cause of the clinical observation. Further damages such as a deformed shock coil, most likely occurred due to the mechanical forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to high shock impedances. Extensive calcification on lead tip and both coils. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.